Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the basal rates were programmed correctly. However, when the insulin pump was uploaded no basal rates or boluses were shown. Nothing further was reported.